Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems detected. Patient information has been requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that there was an alleged inaccuracy while placing a pedicle screw. There is no further information.